Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a user facility regarding a patient receiving unknown baclofen (unknown dose and concentration) via an implantable pump for no known indication for use. It was reported the patient had a baclofen pump. They had surgery and it was put in and didn't take it out. It was noted that they did not know what was put into their body. The patient was experiencing pain in both feet like shocking, tingling, and feet can be more heavy. It was noted the patient had medical records. It was noted the pump was explanted on (B)(6) 2019 which conflicts with the previously reported information that the pump was not taken out. It was noted the patient was hospitalized and experienced a other serious medical event. The event date was (B)(6) 2017 (date of implant). No further complications were reported. "See attached medwatch."